Event description:
Related to MFR report # 2183959-2012-00612. It was reported the patient was implanted with a miniarc sling system on (B)(6), 2009 to treat her stress urinary incontinence. The patient experienced mental and physical pain and suffering, erosion of internal bodily tissue, dyspareunia, disability, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.